Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen has rainbow effect at certain angles and lighting making it hard to see. Customer's blood glucose level was unknown. Customer also stated that the screen was also dimmed, motor was louder and priming takes longer time. Customer declined to trouble shoot. The device will not be returned for analysis.